Event description:
It was reported that at the start of the procedure the console prompted error code 1306 (shutter out of order: please restart device or call service). The console was restarted three times, but the issue persisted. There were no patient complications; however, the procedure was cancelled. It was noted that the console had a preventative maintenance (pm) recently. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This device was serviced at the customer's site. Field service engineer was able to duplicate the fault condition. Event log was reviewed, and it was found 1306 shutter open error codes. The shutter assembly was replaced. The laser console was calibrated, and it passed full functional and electrical safety testing. The damaged shutter assembly was returned and received at our quality assurance laboratory. It was visibly inspected. Arm moved freely. Wires were intact. Visual analysis did not identify any anomalies with the shutter as it was returned in overall good physical condition. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the device, the reported event is confirmed. The reason for the shutter device operates differently than expected event was most likely caused by an electrical fault with the shutter, as no physical damage was found.

Event description:
It was reported that at the start of the procedure the console prompted error code 1306 (shutter out of order: please restart device or call service). The console was restarted three times, but the issue persisted. There were no patient complications; however, the procedure was cancelled. It was noted that the console had a preventative maintenance (pm) recently. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.